Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following 3 blood glucose results within 10 minutes: 358 mg/dl; 244 mg/dl; 149 mg/dl. No adverse reactions indicated. Replacing and returning meter and test strips